Event description:
According to the reporter: the pt developed serious red breast syndrome following a prophylactic mastectomy for probable genetic concerns. She elected to undergo a skin spearing mastectomy of the healthy breast for prophylaxis and this mesh was used. Allegedly, she developed a red breast following insertion and was treated with 40 days of antibiotics. The decision was made to re-operate and remove the mesh. The red breast resolved with poor cosmetic outcomes. No further questions will be answered.

Manufacturer narrative:
(B)(4).